Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that the right ventricular lead was explanted and replaced on (B)(6) 2020. The patient was discharged post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was revealed that the right ventricular lead exhibited an inappropriate high voltage shock for a rapid ventricular rate (rvr). Also, the right ventricular lead exhibited loss of capture at max output. However, sensing threshold, sensing impedance, pacing impedance, and high voltage impedance measurements were normal. No other abnormalities were noted. The patient was asymptomatic before, during, and after the in clinic check. Lead revision was discussed. No interventions were made at this time. The patient will continue to be monitored.